Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: no photos or samples were received for evaluation. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: since no samples displaying the reported condition were received a potential root cause could not be defined. Rationale: no corrective actions are necessary at this time.

Event description:
It was reported that syringe 1ml s/t w/ndl 27x1/2 rb needle is staying in the cap when the cap is removed. The following information was provided by the initial reporter: material no:309623 batch no: unknown. It was reported that the needle is staying in the cap, when the cap is removed. I am not diabetic, but I use one of the syringe products, bd 1ml tb syringe, to inject methotrexate. I would like to ask that the needle component actually be part of the body of the syringe instead of the current two-part structure.